Event description:
It was reported that the precise bipolar forceps instrument cable was noted to be sticking out, loose prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint of loose cable, failure analysis found that the pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.